Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2017-01228, 2134265-2017-01229, 2134265-2017-01230. It was reported that the patient experienced chest pain, edema and leg pain. In (B)(6) 2014 the patient presented with varicose veins, dyspnea on exertion, her knees give out easily, leg cramps, restless legs, varicose and reticular veins bilaterally with lower extremity (le) edema. A venous insufficiency evaluation noted right common femoral vein reflux. Intravascular ultrasound (ivus) with possible angioplasty and stenting was scheduled. On (B)(6) 2014 right and left superficial venous access was obtained. Ivus was performed showing compression of the right and left common iliac vein (civ) and common femoral vein (cfv) with greater 50% compression. Based on the finding, it was decided to move forward with stenting of the right and left civ and cfv. Through the right and left access systems a 20x80 and 20x50 wallstent® endoprosthesis were inserted and deployed simultaneously across the right and left civ lesion extending into the inferior vena cava (ivc). The stents were postdilated with an xxl balloon catheter twice. Then through the left access system, a 15x60 wallstent® was advanced and deployed in the left cfv lesion. Through the right access system, a 14x90 wallstent® was advanced and deployed in the right cfv lesion. The stents were postdilated with an xxl balloon catheter twice. Ivus was performed on the ivc and right and left civ and cfv showing good wall apposition and good stent placement. The procedure was considered successful stenting of the bilateral civ and cfv lesions with no complications. The patient was discharged the following day. On (B)(6) 2014 the patient presents for follow up on the stenting procedure. The patient reported one episode of sharp chest pain following the procedure and dyspnea on exertion. The patient reported improved symptoms since vein stenting. On (B)(6) 2015 the patient presented for follow up and has had improvement in sensitivity, restless legs, and "rubber band" sensation in right leg. On (B)(6) 2015 the patient presented with worsening bilateral le edema and leg pain. Patient was not taking furosemide therapy due to an allergy. Patient was advised elevation, sodium restriction, compression hose and ethacrynic acid therapy. There were no further patient complications reported.